Event description:
As reported via the (B)(4) study, a patient experienced periprocedural mi post index procedure according to the cec adjudication minutes. At the time of the index procedure, angiography revealed 70% stenosis in the l-pda svg. The indication for the procedure was positive functional test for ischemia. The lesion was 10m in length, class b1 and de novo. Pre-procedure timi flow was ii. A 3.5 x 18mm cypher rx was implanted at 10mm by direct stenting and was not post-dilated. The troponin I peaked 6-12 hours post index procedure at 0.35 (0.05 unl); and 16 to 24 hours post index procedure at 0.68 (uln 0.05). As per the adjudication report, the ECG core lab report was unavailable and additional data including ECG tracings were not received from the site. According to the site, there were no adverse events post index, but this elevation in enzymes was later diagnosed as a periprocedural mi based on the cec adjudication minutes. There were no reported post-procedure events and the patient was discharged the day after the procedure.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi during the index procedure. This is a (B)(6) male with medical history including mi in (B)(6) 1990, and three pci most recent in (B)(6) 2000, CABG in 2004 involving target vessel, dyslipidemia, diabetes and hypertension. The indication for the index procedure was a positive functional study without angina. Angiography revealed a stenosis in the svg to the left pda. The index procedure was performed in (B)(6) 2010 and one study stent was successfully placed in the svg to left pda. The core lab identified the lesion in the right pda and reported a 4% residual stenosis, no dissection and timi 3 flow. The procedure was uncomplicated. Pre-procedure the ck was 48, the ckmb was 1.2 and the troponin was 0.04. Post procedure the following morning the ck was 36, the ckmb was 1.7 and the troponin was 0.35 (ratio 7). Later, the ck was 43, the ckmb was 2.2 and the troponin was 0.68 (ratio 13.6). The ECG core lab report is unavailable. Further information was requested; however, the site responded that no adverse events regarding biomarkers had occurred and no additional source documents are available. The post procedure course was uncomplicated and the patient was discharged the day after the procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15095742 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Concomitant medications at the time of mi included aspirin, plavix, coreg, glyburide, heparin, insulin, and lisinopril. Additional information will be submitted within 30 days of receipt.